Event description:
It was reported that the device was not working from the beginning. The customer used another device to complete the case with no patient consequence. The device is available for return.

Manufacturer narrative:
Evaluated summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the left side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected six remaining clips due to the cam condition. It was disassembled and no anomalies were found with the internal components. An investigation has been initiated to determine the cause of this issue.